Manufacturer narrative:
Code c20: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. Additional information was requested. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was mentioned by the physician that on an unknown date, the gore® excluder® iliac branch endoprosthesis was compressed and compromised blood flow. On (B)(6) 2023, the patient underwent an endovascular procedure to reline the device using the gore® viabahn® vbx balloon expandable endoprostheses. The procedure continued with successful outcome. The patient did not experience any adverse consequences.

Event description:
On (B)(6), 2023, the patient underwent endovascular procedure to treat a common and internal iliac arteries aneurysm using gore® excluder® aaa endoprostheses. Reportedly, during the initial procedure, the physician noticed that the gore® excluder® iliac branch endoprostheses implanted on the right side, were compressed and compromised blood flow. It was reported that the devices were compressed at the flow divider and overlapped iia limb. A shelf of calcium that didn't respond as hoped to balloon caused the compression and it caused the compromised blood flow. On (B)(6), 2023, the patient underwent an endovascular procedure to reline the device using the gore® viabahn® vbx balloon expandable endoprostheses. The procedure continued with successful outcome. The patient did not experience any adverse consequences and tolerated the procedure.

Manufacturer narrative:
Additional information: e: the physician information was updated. H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also, was used hgb161007/(B)(6) UDI# (B)(4). The devices remain implanted and are not available for investigation. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to embolization (micro and macro) with transient or permanent ischemia, incomplete component deployment. Also, per IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques. Successful exclusion of the aneurysm(s) may be affected by significant thrombus and / or calcium at the distal iliac artery interfaces. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites.